Event description:
It is very difficult to open the white cap of the catheter tube/packaging. Therefore, the catheters cannot be taken out in a sterile way.

Manufacturer narrative:
Device has not been rec'd for eval.